Manufacturer narrative:
Analysis of the desktop charger (serial # (B)(4)) found that connector pin was broken: all fdm and fdr codes apply to the desktop charger (serial # (B)(4)). Fdc (B)(4) applies to the desktop charger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported the patient was able to pull the connector pin out of the ins recharger (insr). It was noted the connector pin was broken. Additional information from patient was received on (B)(6) 2018. It was stated the patient couldn¿t use her stimulation due to her insr issue, so she experienced some pain. Patient stated she was afraid to turn it on since she couldn¿t recharge her insr to charge it back up again. It was noted when the stimulator was on, she took pain medication and it completely took away her pain for up to 4 hours. Patient stated if she didn¿t use one or the other, she still had some pain at her waist line and on her right side, her back was bad. Patient would be getting a trial for a morphine pump on wednesday, but she didn¿t think it would help her. It was mentioned the action patient took before the call was that she had a CT scan with contrast and they found that the patient had more stenosis, and this was reason she had more pain. It was stated her original stenosis started prior to having the implant. Patient stated her medical doctor wanted her to see her neurosurgeon again, and she didn¿t want to go through another surgery. It was mentioned she had arthritis and had both hips replaced. No further complication and event was reported.

Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient (pt) confirmed their weight at the time of the event and stated that the replacement desktop charger resolved their issue. The pt also repeated previously recorded information and stated that they were not going to return the second letter because the answers were in the first letter. No further complications were reported.